Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetes ketoacidosis. The customer's blood glucose was 447mg/dl and sensor glucose was 281mg/dl. The customer was filling ill and was transported to the hospital. The customer's blood glucose at the time of hospitalization was 897mg/dl. Customer's symptoms were confusion, dehydrated, drinking, vomiting and urinating consistently. Customer was treated with IV. Customer also stated the transmitter is not working properly and would like it tested. Customer is not feeling well to troubleshoot at the moment.